Event description:
Hcp reported patient had a right pallidotomy done previous to dbs implant in 2004. Device was turned on a adjusted in 02/2004. Pt developed left upper extermity dystonia. After multiple adjustments in ipg parameters and medication doses pt continues to have dystonia. The right ipg was turned off for a week with no change in the dystonia. MRI of the brain for lcoalization of dbs was one-- neurosurgeon decided no changes were necessary. Pt continues to have left upper extremity dystonia (mostly in the hand). No report of device explantation.